Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on an unknown date. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted due to stress urinary incontinence, hypermobility, and abnormal uterine bleeding. The patient underwent urethrolysis with removal of exposed mesh on (B)(6) 2011 due to eroded mesh in vaginal area. On (B)(6) 2012, the patient had a burch procedure due to worsened urinary incontinence. The patient has undergone additional surgeries due to pain, erosion, urinary problems, dyspareunia, abrasions, and vaginal scarring. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a hysteroscopy, dilation and curettage, and novasure endometrial ablation.